Event description:
Our MDR - afer an implantation time of about 17 months, it was reported that the device did not pace satisfactory in the ventricular channel. The physician did not rule out an influence of the associated lead (MFR and model currently still unk). The lead was not explanted but reactivated. A new lead and a new pacemaker were implanted on (B)(6) 2014. No deterioration of the pt's state of health was reported.